Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had tower door failures. A field service engineer found corrosion on the pins of the controller latch harness. The engineer cleaned and properly reconnected the row board cable on the door board. Additionally, the latches for tower doors 1 and 2 were replaced with an updated design, and the pyxibus cable connection on the door board was reseated to resolve all failures. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the tower door 1 failed to close. The customer tried to recover the door by rebooting it, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.